Manufacturer narrative:
Removal of device portion is not labeled in the IFU. Separation is not labeled in the IFU. Event eval: still under investigation.

Event description:
The stent was deemed ok after tether removal and placed over the terumo wire. The surgeon stated the stent was not in the correct position and required repositioning. During removal for repositioning, the stent snapped in 2 leaving a portion behind. This was subsequently retrieved using storz stent grasping forceps. No stent was left in place. Apart from the removal of the part of the stent, the pt did not require any add'l procedures due to this occurrence. No adverse effects to the pt were reported due to this occurrence.